Event description:
During a routine shift check by (B)(6) hospital, the battery was found to be faulty. Battery s/n (B)(4) could not be charged. When pushing the status check button, the led could not illuminate. The battery could not establish communication with the battery tester. The fail led on the battery charger illuminate soon after inserting the battery in the battery bay.

Manufacturer narrative:
Zoll circulation has received the product and will be providing a follow-up report when our investigation is completed.